Event description:
Reporter stated that patient obtained a blood glucose result of 595 mg/dl on the accu-chek active system. Five minutes later, patient's blood glucose was reportedly retested,on a meter belonging to a pharmacy, which reported a result of 220 mg/dl. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.